Event description:
Provided information states that during removal activities, the distal screw broke along thread.

Manufacturer narrative:
Provided information states the broken part of the screw was left in the pt bone. Remainder of screw was returned to the manufacturer (orthofix inc) for evaluation.